Event description:
It was reported that the burr detachment occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified the proximal, mid, and distal right coronary artery (rca). A 1.25mm rotablator rotalink plus and rotawire drive were selected for a percutaneous coronary intervention (pci) procedure. The first ablation performed with 225,000rpm and the rotation speed was down by 5000rpm. During the second ablation, the rotation speed was at 215,000 rpm and down by 5000rpm. The burr immediately detached in rca proximal when the advancer knob was pulled out. There was no resistance when pulling the knob. A guidewire was inserted into the side of the separated burr and dilatation was attempted with a small-diameter balloon catheter. The balloon was unable to cross; therefore, the cracking of the side of the burr part was performed with a non-boston scientific guidewire. A small diameter non-boston scientific balloon then crossed to dilate the side of the burr and unstuck the burr using a non-boston scientific microsnare . Thereafter, when the rotawire drive as pulled out, the separated burr was hooked to the tip part and was removed from the body. There was a resistance during recovery of the burr. It was noted the proximal side of the rotawire was kinked. The procedure successfully completed with another 1.25mm rotalink and rotawire on rca proximal to distal, followed by balloon dilation and a 3.5x48 synergy xd and 4.0x48 synergy xd stents were implanted in rca distal to proximal. There were no patient complications reported.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
E1: initial reporter address: (B)(6).

Event description:
It was reported that the burr detachment occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified the proximal, mid, and distal right coronary artery (rca). A 1.25mm rotablator rotalink plus and rotawire drive were selected for a percutaneous coronary intervention (pci) procedure. The first ablation performed with 225,000rpm and the rotation speed was down by 5000rpm. During the second ablation, the rotation speed was at 215,000 rpm, and down by 5000rpm. Then, the burr immediately detached in rca proximal when the advancer knob was pulled out. There was no resistance when pulling the knob, and the knob was able to be pulled out. A guidewire was inserted into the side of the separated burr part, and dilatation was attempted with a small-diameter balloon catheter; however, the balloon was unable to cross; therefore, the cracking of the side of the burr part was performed with a non-boston scientific guidewire. A small diameter non-boston scientific balloon was then crossed to dilate the side of the burr and unstuck the burr using a non-boston scientific microsnare . Thereafter, when the rotawire drive as pulled out, the separated burr was hooked to the tip part and was removed from the body. There was a resistance during recovery of the burr. It was noted the proximal side of the rotawire was kinked. The procedure successfully completed with another 1.25mm rotalink and rotawire on rca proximal to distal, followed by balloon dilation and a 3.5x48 synergy xd and 4.0x48 synergy xd stents were implanted in rca distal to proximal. There were no patient complications reported. It was further reported that the rotapro platformed at 215,000rpm. The device sound like it was running slower than what was being displayed on the console. The patient was stable post procedure.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Device evaluated by manufacturer: returned product consisted of the rotablator rotalink plus atherectomy device. The rotawire used in the procedure was returned within the device of the related. The returned wire was able to be removed with resistance, but was not able to be reinserted due to kinks in the wire. The advancer, drive shaft, handshake connections, housing, sheath, coil, burr, and annulus were visually examined. Inspection of the device revealed that the coil had separated, resulting in detachment of the burr. The coil was found to be stretched and broken at the point of detachment. Functional testing was performed by attempting to rotate the drive shaft and the drive shaft was not able to be rotated with no issue. Then functional testing was performed by connecting the advancer to the rotablator control console system. When the foot pedal was pressed, the advancer stalled and would not run. In order to determine the cause of the device stall, destructive testing was performed in which the advancer was dismantled and the interior components were inspected. Destructive testing was not able to conclude the reason for the device stall. Product analysis confirmed the reported detachment, as the burr was received detached due to the stretched and broken coil. The reported speed issues could not be confirmed as the device stalled and would not run. Destructive testing was not able to conclude the reason for the device stall.

Event description:
It was reported that the burr detachment occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified the proximal, mid, and distal right coronary artery (rca). A 1.25mm rotablator rotalink plus and rotawire drive were selected for a percutaneous coronary intervention (pci) procedure. The first ablation performed with 225,000rpm and the rotation speed was down by 5000rpm. During the second ablation, the rotation speed was at 215,000 rpm, and down by 5000rpm. Then, the burr immediately detached in rca proximal when the advancer knob was pulled out. There was no resistance when pulling the knob, and the knob was able to be pulled out. A guidewire was inserted into the side of the separated burr part, and dilatation was attempted with a small-diameter balloon catheter; however, the balloon was unable to cross; therefore, the cracking of the side of the burr part was performed with a non-boston scientific guidewire. A small diameter non-boston scientific balloon was then crossed to dilate the side of the burr and unstuck the burr using a non-boston scientific microsnare . Thereafter, when the rotawire drive as pulled out, the separated burr was hooked to the tip part and was removed from the body. There was a resistance during recovery of the burr. It was noted the proximal side of the rotawire was kinked. The procedure successfully completed with another 1.25mm rotalink and rotawire on rca proximal to distal, followed by balloon dilation and a 3.5x48 synergy xd and 4.0x48 synergy xd stents were implanted in rca distal to proximal. There were no patient complications reported. It was further reported that the rotapro platformed at 215,000rpm. The device sound like it was running slower than what was being displayed on the console. The patient was stable post procedure.